Event description:
The customer reported the panorama telemetry system shut down, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the panorama tim and verified the reported problem. Corrections included replacement of the power supply. The sys was tested to factory's specifications. It functioned normally and was returned to use.